Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the laser cut filter. In addition, our technician confirmed that the lcb distal cover glass fluid damage, the control body broken, the lcb (light carrying bundle) broken, the light guide cable buckled, the suction channel buckled, the root brace rubber (lg connector) cracked, the ccd drive pcb corroded, the lg connector deformed, the junction case leak, the root brace rubber (lg control body) cut, the remote control buttons cut, the objective lens scratched, the distal body worn out, the segment worn out, the down pulley wire worn out, and the software misconfigured; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).